Event description:
The customer reported that prior to use on a pt the "iabp alarmed and then displayed went out- permanently". The iabp was replaced and therapy was initiated. No pt injury was reported.

Manufacturer narrative:
The company representative observed that there was a mono tone alarm and no display. The company representative replaced the main processor pcb (part number 0670-00-1152e), the rear panel (part number 0380-00-0435), the label s/n (B)(4) english (part number 0334-00-2594-01), the label safety disk warning (part number 0334-00-1121), the label rear panel I/o english (part number 0334-00-2602-01), the label ac main english (part number 0334-00-2603-01), the label fuse replacement english (part number: 0334-00-2611-01), and the label he (part number 0334-00-2618). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).